Event description:
It was reported that this right ventricular (rv) lead had dislodged from its original implant position as confirmed via x-ray. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. According to the field, the rv lead will not be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.